Event description:
Additional information : event happened during pre-test. No patient was involved.

Manufacturer narrative:
Other text: b5 - event description, heic and hecs codes: updated.

Event description:
It was reported that the ventilator front panel was damaged and the demand function is not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. Date of event is unknown, no information has been provided to date.

Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One ventilator device was received for investigation. During visual inspection the device was observed to have a bowed front panel on the left side of the manometer, missing on-off knob, other knobs containing scratch marks, and the housing was damaged around the battery compartment. The battery holder assembly was damaged. The reported issue was confirmed during functional testing when the demand valve functioned as intended, but the spontaneous breath detection failed. The failure was traced to a lack of power to the component. This condition was attributed to damage to the device battery holder, the root cause of which was attributed to user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Upgraded non-return-valve assembly and check valve. Installed new knob for the on-off switch. Installed MRI battery, sintered filter, and o-rings and performed pm. The unit was cleaned and affixed with a new service label.